Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7085533.

Event description:
It was reported that post deep brain stimulation dbs implant procedure the surgeon wasn't happy with the thresholds for efficacy and side effects after post-op analysis. The patient underwent a revision procedure the next day where the left brain lead was replaced due to the surgeons preference for a more preferred location. It is unknown which of the two leads were replaced. The patient was noted to be doing fine post operatively. The explanted lead was not returned.